Event description:
It was reported that the patient's implantable cardiac monitor (icm) fell out of the pocket while the patient was sleeping. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.